Event description:
It was reported at 12:20 noon on (B)(6) 2023, the patient complained of pain at the PICC catheterization site of his right arm during infusion, and there was fluid exudation, and the nurse stopped the infusion immediately after discovering it, withdrew no blood return, and found that the catheter ruptured at 23cm after extracting the catheter, resulting in the drug leakage outside the main blood vessel.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned.